Manufacturer narrative:
Others: fracture, ileus, pneumonia, urinary tract infection, failure of fusion. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although the revision surgeries reported were not related to the alleged implants, we have included the details of these revision surgeries in this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Total patients: 17 (male: 12, female: 05), mean age: 57.2 years, mean bmi: 30.3 kg/square-metre. Procedure involved: anterior lumbar interbody fusion (alif), oblique lateral interbody fusion (olif), posterior spinal fusion (psf). Levels implanted: lumbar, lumbar-sacral, thoracic-lumbar, thoracic-lumbar-sacral. As per this clinical evaluation report, it was reported that a total of 17 patients having a clinical diagnosis and documented surgical implantation of the alleged spinal system. Based on the radiographic diagnoses, all the patients were stratified into degenerative disease group. Post-op, 4 of 17 patients had radiographic notes at any follow-up time point that specified fusion status. 3 of these 4 patients had successful fusion whereas 1 patient did not achieve fusion. Additionally, 7 of the 17 patients were recorded as having an adverse event (ae). The following are the adverse events with the number of events mentioned in brackets "()": (a) events related to spine fusion surgery: fracture (1). (B) other aes that may be related to general surgery and/or spine surgery: ileus (1), pneumonia (1), urinary tract infection (1). (C) revision surgery: two patients are noted as having undergone a revision surgery due to hardware failure/loosening. These hardware failures were related to the posterior screw fixation and were not related to the alleged spinal system. Overall, there were no indicators for poor performance of the alleged spinal system and no safety risks identified as part of this study. However, the sample size is small and was lacking full radiographic follow-up. Therefore, additional post-market clinical follow-up studies will be required to confirm these results.